Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was inserted on (B)(6) and there was a leak 4 days later. The balloon had been tested. The balloon was re-inflated.

Event description:
It was reported that the device was inserted on 25 february, and there was a leak 4 days later. The balloon had been tested. The balloon was re-inflated.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. 1 actual sample returned for investigation. Based on visual inspection , there was no abnormality observed on the sample. Investigation was conducted on the returned sample by inflation and deflation the balloon catheter using 10ml plain water and observed that the balloon can be inflated without any issue. There was no abnormalities or design irregularities observed on the returned samples as per stated by complainants. Based on the complaint description, it is likely that the balloon was leaked. It was also mentioned that the leak happens during usage state. This indicates that the catheter was functionally fit prior usage and shows that there is no issue were noted. A simulation test was conducted with similar samples from production of various product type on the same catheter size and balloon volume. Samples were inflated with l0ml distilled water and soak in water at 37'c for 7 days. Samples were removed from soaking after 7 days and check for any leakage. No deflation issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Leak balloon could be due to several reasons. Based on the investigation, such defect of balloon leak could not be replicated , therefore; this complaint cannot be confirmed.